Event description:
The physician was treating a severely calcified lcx. Angiography showed 90% stenosis, the lesion had been pre-dilated twice and 20% stenosis remained after pre-dilation. No abnormality noted in the inspection prior to use. It is reported that the endeavor resolute stent could not cross the lesion. No resistance was noted when advancing the stent towards the target lesion, no resistance was encountered when withdrawing the un-deployed stent back through the vessel. The physician used another device to complete the procedure. No patient injury reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Device evaluation: the distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 7th, 21st and 22nd distal segments were misaligned with slightly raised struts, the 14th and 5th distal segments have raised struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Patient¿s condition affected effectiveness of device ( severely calcified lesion). Deformation problem (stent deformed). Inherent risk of procedure (stent deformation). Evaluation conclusion: device failure related to patient condition (severely calcified lesion). Known inherent risk of procedure (stent deformation). (B)(4).